Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15344. The pt reported she experienced uncomfortable heating at the ipg site while charging. The pt was sent a replacement le charging system which resolved the issue. The pt's ipg was subsequently explanted and replaced due to pain at the scs ipg pocket site (reference MFR report: 1627487-2013-17431). However, the pt's issue regarding heating at the ipg site was resolved with the use of the replacement charging system, which was replaced before the ipg explant and replacement occurred. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.